Event description:
It was reported that the patient's implantable pulse generator (pacemaker) recorded an alert due to right ventricular (rv) pacing impedance out-of-range measurements that caused a lead safety switch. This was confirmed to be related to the spring contact issue. Boston scientific technical services recommended to perform some in-clinic evaluations such as pocket manipulation, isometrics and to change this rv lead configuration to bipolar sense and unipolar pace. Further information indicates evaluations showed no abnormal noise and this rv lead was reprogrammed as recommended. This rv lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).